Manufacturer narrative:
(B)(6). Updated fields: b4, d8, d9, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code, medical device ¿ problem code), h11, e1 (initial reporter). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they confirmed the maintenance and upon inspection found abnormal positive and negative pressure. It was determined the pump assembly was failing and upon a return visit the filters (0103-00-0631, 0103-00-0499) and pump assembly (0103-00-0709) were replaced. Additionally per the service manual, the scroll compressor (0119-00-0236) was replaced along with the filters device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) displayed an error during use indicating that iabp maintenance was required. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1 (event site name): (B)(6). Telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.